Manufacturer narrative:
The analysis results found that the cdh33 device a arrived in good visual condition. The breakaway washer was present and cut, and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The test anvil was placed on the device completely and without any difficulties and did not detach during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process. The analysis results found that the cdh33 device b arrived in good visual condition. The breakaway washer was present and cut, and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The test anvil was placed on the device completely and without any difficulties and did not detach during functional testing. A batch record review was performed, and no anomalies were found during the manufacturing process. Device b additional information: batch # d5lm64; expiration date: 10/2012; manufacturing date: 11/2007.

Event description:
It was reported by the affiliate that during an anterior resection procedure, as the device was fired, it did not feel right, so they took the gun out and fired another gun. The turning handle went loose as if it was not connected properly. The procedure was prolonged twenty minutes. The patient required intervention to prevent permanent impairment/damage. Another device was used to complete the procedure. Additional information proivided by affiliate 11/06/2009: the patient was a male, with a narrow pelvis. Dissection was done blindly. First device was placed in the patient connected and closed down. As it closed down, it did not feel how it normally felt, not usual compression feeling. But fired gun and did leak test. Bubbles were present. Took down first anastomosis and redid with a second device and the same feeling was felt of it not being normal and compressive. Gun was fired, but again bubbles present at leak test. Patient given an ileostomy and in hospital recovering.